Event description:
Hosp advised that heparin was infused to the pt using this instrument. The heparin was then discontined and the tubing removed from the instrument. At this time, according to the pt's chart, there was approximately 200milliliter of heparin remaining in the bag. The heparin tubing was still connected to the pt, with the accuslide closed. A second line was connected to the proximal port with a needle and installed into the instrument. The fluid was naci 0.9%, the rate was set at 100 milliliters per hour. Two hours later the nurse found the heparin bag empty. No medical intervention was required.